Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 206 mg/dl, 98mg/dl and 38 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with glucose for low blood glucose. Customer states the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did return after insulin pump restart. Customer states insulin pump had insert battery now error. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer states they run self-test and insulin pump passed self-test. The device will not be returned for analysis.